Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the rptr: the sales rep reports that the device was applied on the pt on (B)(6), the pt returned to the hospital, complaining of giant urticaria.